Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data. However, the data investigation did confirm a transmitter failure on (B)(6) 2016. A root cause could not be determined.